Event description:
Non-delivery reported. The pump had been programmed in the intermittent mode to infuse oxacillin, 26ml/dose every 4 hrs with a 0.2ml/hr keep open infusion between doses and a 200ml total volume. The infusion was placed in a hip/carry pack. When the infusion was checked after 24 hrs, the IV container was still full. A new container was started and the positioning of the pump and tubing in the hip pack was checked. There had been no device alarms. The same event occurred again over the next 24 hrs and the pt reportedly missed 13 doses of the antibiotic. The pt did not experience any adverse effects. The pump was switched out and therapy continued with a new device.

Manufacturer narrative:
Our investigative test used the customer protocol found in the pump, 26ml over one hour repeated every four hours. Two infusion tests were run and both infused within system accuracy specifications. A review of the pump's history log revealed on 12-19-96 occlusion alarms occurred from 6:47am til 7:15am. Each time this alarm occurred the dose was delayed. This prompted the device to generate the inquiry to "shift remaining doses". User selected yes to "shift remaining doses" each time until the dose interval was exceeded. Results of repeated "shifting" caused the next delivery to be scheduled beyond the four hour expected delivery.